Event description:
Add'l info received from reporter on 06/27/2014: I had essure placed on (B)(6) 2014; soon as I woke up from surgery; I had a sharp pain on my right side that I noticed right away and the bleeding was horrible it made my uterus enlarged. (B)(6) 2014, that was the day I had to have a hysterectomy. I was put on pills to help with the bleeding but it did not do nothing.

Event description:
I developed a rash that itches really bad I have been bleeding non stop and passing heavy blood clots my feet have been swelling I have been having sharp pain on my right side that feels like something is stabbing me on the inside near my uterus and ovaries I have pain during sex I can't stand it. #medwatcher #mw156337.